Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore was clogged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023 at 10:40, the nurse gave a child with leukemia a PICC needleless closed infusion connector replacement as prescribed by the doctor, and when using it, she found that the needleless closed infusion connector was clogged and couldn't be used properly, and after the incident, the nurse immediately replaced the needle with another needleless closed infusion needle and checked that there was no error in the treatment of the child.

Event description:
It was reported that the bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore was clogged. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023 at 10:40, the nurse gave a child with leukemia a PICC needleless closed infusion connector replacement as prescribed by the doctor, and when using it, she found that the needleless closed infusion connector was clogged and couldn't be used properly, and after the incident, the nurse immediately replaced the needle with another needleless closed infusion needle and checked that there was no error in the treatment of the child.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.